Event description:
It was reported that during a hospital visit, this right ventricular (rv) lead exhibited loss of capture (loc) and high pacing threshold. It was believed that the rv lead was dislodged. Subsequently, a revision procedure was performed. This rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.